Event description:
The 2 cnas were transferring a resident from her bed to the wheelchair. They positioned the resident in the sling and raised her up. They moved the lift from over the bed to start to position over wheelchair. While moving the position of the lift from over the bed to over the wheel chair, the left leg clip disconnected from lift and resident slid out of sling onto the floor. There were no injuries reported or known. Aftermarket sling was used during the transfer; it was not an arjohuntleigh sling.

Manufacturer narrative:
(B)(4). This report is being filed under exemption (B)(4) by arjohuntleigh (registration#(B)(4)) on behalf of the MFR bhm medical, inc (registration#(B)(4)). There were no visual anomalies noticed for the maxi 500 lift dynamic positioning system's (dps) knobs. A review of the trend indicates that when this type of lift is used with a non-arjohuntleigh sling, it is the third occurrence reported to the MFR of a sling detachment. There is no relevant info found when reviewing the mfg process and the history of this type of product. An on-site inspection was performed by an arjohuntleigh rep. The overall condition of the lift was good, with scratches resulting of normal wear. He performed all function test on the floor lift, and all functions were working as per MFR's specifications. It was also noticed that the sling used at the time of the incident was not an arjohuntleigh product, but rather manufactured by t.h.e. Medical. The technician could recreate the event since the sling did not clip tightly on the arjohuntleigh dynamic positioning system's knobs. A complete investigation was performed by the MFR and visual examination of the pictures rec'd confirmed the findings of the on-site investigator. Based on simulations previously performed and the knowledge about arjohuntleigh clip slings, a clip is never likely to detach. However, there are some scenarios where a sling can detach during transfer, due to user error: operator or occupant detaches the sling manually. Person in transfer is lowered and then lifted again w/o checking if the clips and straps are under tension. Occupant pushes off the leg clip with the knee. All the possibilities set forward a scenario where the device instructions for use would have not been followed. Since the sling used was not an arjohuntleigh product, the MFR has limited knowledge of how slings from other companies perform with arjohuntleigh lifts. The MFR concludes that the sling detached most likely due to the use of a sling not from arjohuntleigh. It was noticed that the sling label has a punch where it was indicated that the sling was an "arjo" model; info that is not recognized by arjohuntleigh. By having contradictory info, this could have created confusion with the user. Since the maxi 500 instructions for use (001.20815.en rev 1) clearly contraindicates the use of non arjohuntleigh accessory with this floor lift, it could be an indication of negligence or lack of training regarding the recommendations contained in this instructions for use, which must prevail when using the maxi 500 for pt transfer: "use only slings that are designed for the maxi 500." (P. 2). Complete description of the arjohuntleigh clip sling profiles that can be used with the maxi 500 (p. 4). "Warning: only MFR designated parts designed for the purpose shall be used for the maxi 500, in order to avoid any injuries attributable to the use of inadequate parts." (P. 6). It is strongly recommended that the use of the maxi 500 lift in combination with a sling other than arjohuntleigh is to be avoided in order to keep the pt safe. It is also recommended that the end user be (re)trained about the safety recommendations listed in the product labeling.